Event description:
Customer stated they were in an auto accident cause possibly by low blood sugar. The customer had received a result of 440mg/dl on their device at 3:45pm. The customer drove their car and was in an accident. At 5:19pm the customer tested blood glucose and the result was 65mg/dl. The customer stated they had not taken any insulin. The customer ate some sugar and drove themselves home. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.